Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmission revealed false pause episodes due to intermittent under-sensing. The patient would continue to be monitored. There were no patient consequences.